Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Imad isaac, yani zhang, linjie yan, lokesh manjani and zonghao pan. Airway compromise following subdural evacuating port system placement: a rare complication. Critical care medicine 3(54): march 2026. Introduction: the subdural evacuating port system (seps) is a minimally invasive method for treating acute and subacute subdural hematomas (sdh), often reducing the need for open craniotomy. While seps has demonstrated safety and efficacy, rare complications can occur. We presented a unique case of cerebrospinal fluid (csf) tracking and central nervous system (cns) infection leading to life-threatening airway obstruction requiring critical airway management following seps placement. Description: an elderly male was admitted after a fall with bilateral acute sdhs. He underwent bilateral seps placement on admission. The initial postoperative course was uneventful, and seps drains were removed after 48 hours. On day 6, the patient developed fever, lethargy, and tachycardia. A fluctuant scalp mass with csf leakage was noted at the previous seps site, raising suspicion for cns infection. En route to a CT scan, the patient acutely developed inspiratory stridor and failed bag-mask ventilation. Emergent airway management revealed profound supraglottic watery edema obstructing vocal cord visualization. After over ten failed intubation attempts, a flexible bronchoscope was modified and used as a bougie to successfully place a 5.0 endotracheal tube past subglottic resistance. Head CT was unchanged; neck CT showed no mass or abscess. Eeg was non-diagnostic. CT and physical findings suggested csf leakage tracking into subgaleal tissues (seroma), possibly from an occult arachnoid breach, which could also lead to supraglottic inflammation and edema and increased risk of cns infection but won¿t show on CT. Csf analysis confirmed bacterial meningitis with culture positive for providencia stuartii. The hospital course was later complicated by vzv reactivation with possible cns involvement. Despite antiviral and antibiotic therapy, the patient¿s condition deteriorated. After 25 days of hospitalization, family decided to initiate comfort care, and patient was palliatively extubated. Discussion: seps is widely used for sdh evacuation, with low complication rates. However, this case revealed a rare but serious delayed complication: csf tracking and meningitis leading to upper airway obstruction. Early recognition of subtle signs such as scalp swelling and prompt airway and infection management may improve outcomes.